Manufacturer narrative:
It is not possible to perform a document review since lot numbers of devices involved are not available.

Event description:
Revision surgery performed 9 days after primary for infection. The patient has a tumor. The explants reference and lot are unknown.